Event description:
Boston scientific was initially notified in march, 2004, that during an event while preparing the sentry balloon catheter, the physician noticed that the balloon was leaking. No patient complications were reported to have occurred as a result of this event. On analysis of the device in june, 2004, the balloon was found to be ruptured at 1.5 mm distal to the distal tip marker, classifying this event as a medical device report.